Manufacturer narrative:
Device received with intermittent button response due to problem isolated to the keypad assembly. Unable to verify time or clock anomaly due to intermittent button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states that there is no response from any button. Customer states the loss is greater than 1 minute per week. Customer states loss is greater then 4 minutes per month. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.